Event description:
For b3, the event occurred during the month of 9/1997. During advancement of the stent delivery system in a fairly tortuous lad artery the physician experienced difficulties and decided to withdraw the system. The physician chose to remove the guidewire, catch the proximal end of the stent with another guidewire and unravel the stent by pulling it back into the guiding catheter. Although no pt injuries or complications were reported, it has been determined that if a stent is unraveled within the vessel, it may contribute to an adverse event.